Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the plunger was sticking and not allowing drawer to close. Also found black marks on the retractor band, an issue known to cause individual row failures. The field service engineer was able to resolve the issue by replacing both the retractor band and solenoid plunger. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer stated that the pocket that failed was an empty pocket and contained no medications and no harm or delay in patient care. There were no adverse events or injuries reported based on this event.